Manufacturer narrative:
(B)(4). Batch # t93d58. Date of event is 2019. Event day and event month were not provided. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted to be broken, causing the feeding issues, and 13 clips were found inside the clip track. Possible causes for the damage found may be due to the jaws having been restricted during firing, or jaws not fully through the trocar during firing. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the facility stated the clip applier would not fire. There were no patient consequences reported.